Manufacturer narrative:
(B)(4).

Event description:
It was reported that on day 6 of npwt with a pico 7, all of the device's lights turned on. It is unknown how the treatment was completed nor if there was a delay. No patient harm reported. No further information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: we have now concluded our investigation into this complaint. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. As no samples were returned, a functional evaluation could not be carried out. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.